Event description:
The customer complained that the right hand siderail would not latch.

Manufacturer narrative:
The technician found that the latch plate was scarred, which prevented the siderail from latching. The technician filed the burrs from the latch plate, and replaced the ratchet rivets, which resolved the issue. The stretcher is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.